Event description:
It was reported that while locking the cam on a uniplate cervical plate, the tri-lobe tip of the cam tightener shaft sheared off from the instrument. The broken tip was retrieved from the surgical site. There were no adverse consequences to the patient and no significant. Delay. Concomitant device - uniplate cervical plate, catalog# unknown.

Manufacturer narrative:
Visual examination revealed that the fracture of the uniplate cam tightener shaft tri- was located at the driver¿s distal tip. The second half of the tip was not provided. No other defects or deformities were indicated during evaluation of returned product. Scanning electron microscopy found evidence of a torsional shear quasi-static plastic deformation failure starting at the trilobes and is extended to the center of the shaft. No material defects or other abnormalities were observed in the analysis. A review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause is undetermined, however, the fracture analysis found evidence of a torsional shear quasi-static plastic deformation failure starting at the tri lobes and is extended to the center of the shaft. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.